Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to high thresholds and poor sensing numbers. A different ra lead was implanted. No additional patient adverse effects were reported.